Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was giving her inaccurate erratic readings. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2012. The cca was advised by the patient that at on (B)(6) 2012 at around 1:00pm, she reported blood glucose results of "486, 521, 481, 490, and 416mg/dl" with a lifescan meter, performed greater than 20 minutes apart. The patient stated that she manages her diabetes with the insulin pump. On (B)(6) 2012, a little before 11:00pm, the patient obtained another alleged high reading of "520mg/dl" and shortly after, increased her dosage of apedra (unknown amount) in response to the reported issue. Approximately thirty minutes after the alleged issue occurred, the patient claimed to have "passed out" and ems was immediately called in. The patient was tested on the ems meter (unknown device) and obtained a reading of "25mg/dl" and was immediately administered with an IV glucose. The cca was informed by the patient that she was taken to the ER where she stayed for about seven hours for observation and was sent home afterwards. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of severe hypoglycemia and received medical treatment for an acute complication of diabetes.